Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 379mg/dl (arm), 279mg/dl (finger). Tests were done <10 mins apart with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.